Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that during a normal device follow-up appointment the device was at end of life (eol) due a charge time of greater than 45 seconds. Six months ago, the device had a charge time of 9.1 seconds and a longevity remaining of 10.5 years. This device was scheduled to be replaced. During the revision procedure, interrogation could not be completed as the device was in safety mode. The device had discolorations on the surface. Additionally, there were scratches on the device from the explant procedure. Insulation damage was noted on both leads. Therefore, the leads were surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough device analysis was performed. The device was found to be at end of life (eol) due to charge time. Arc marks were found on the device case. The plasma fuse was open due to a shorted lead condition. As a result of the plasma fuse, the device declared eol. External shorting of the lead to the case during a charge is known issue to cause internal damage. Devices are not expected to perform to specification post shorted lead events and further testing can result in further damage.